Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 24x2.50mm promus premier drug-eluting stent was advannced for treatment. However, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 24x2.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on the distal section of the stent with struts lifted and misaligned the undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.